Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr single lumen per-q-cath with a stiffening stylet inserted was returned for evaluation. An initial visual observation showed the catheter was returned in two segments and the stylet was inserted into the proximal segment. The stylet was observed protruding out of the proximal catheter segment approximately 4 mm proximal to the distal end of the catheter. A microscopic observation revealed a very small split approximately 6 cm distal to the strain relief. The edges of this split were observed to curve inward slightly. Indentations were observed on the surface of the inner wall of the catheter at the corners of the split and the edges of the split were observed to curve inward as well. The nature and size of the split observed about 6 cm from the strain relief, as well as the state the catheter was returned in with the stylet protruding from the distal end of one catheter segment, are evidence of stylet damage, which can occur if the stylet is not hydrated prior to manipulation, if the stylet is re-inserted into the catheter forcefully and/or at an angle, and/or if the catheter is clamped while the stylet is still within the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ a lot history review (lhr) of rebs1992 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that when the health professional was priming the catheter before patient use, a leak was found in the catheter. No additional information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the health professional was priming the catheter before patient use, a leak was found in the catheter. No additional information was provided.